Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified diagnostic procedure, a rubber piece of biopsy valve fell off inside the body of the patient. Reportedly, the rubber piece that fell off inside the body was retrieved with a suction pump. The examination was successfully completed by switching to another olympus device without delay. There were no reports of patient harm.